Event description:
It was initially reported that the patient had a generator and lead replacement in 2004 for an unknown reason. Additional information was received that the patient had a seizure and fractured the lead. X-rays were not taken. The lead and generator will not be returned to the manufacturer for evaluation as the hospital does not have the explanted products for return.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.